Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device does not function and heats up more than normal when in use. It is unknown when the event occurred and or if there was patient involved this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken repair. During the pre-repair diagnostic assessment the service technician identified the following failure: cpl. Tool side not functioning defective. The root cause of the event was determined to be normal wear. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.